Event description:
The facility indicated that the scale is weighing off. Using 100kg weights, the scale weight was 57kg.

Manufacturer narrative:
The facilities maintenance found the left foot load beam screws backed out of the platform, causing the scale to not weigh properly. Maintenance tightened the screws and recalibrated to the scale to repair the bed.